Event description:
Brushhead comes off during use (device breakage). No adverse event. Case description: a (B)(6) year old consumer reports that while using an oral-b rechargeable toothbrush, version unknown, 2 oral-b precision clean brushheads came off and 2 others appeared to be coming loose. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter; therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.